Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The second of two reports involving the same pt. (B)(4). A mayfield swivel adapter was involved in a scalp laceration during a pt procedure. The event was described as; a pt incurred a scalp laceration during a procedure with a mayfield swivel adapter. Add'l clinical info has been requested.